Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp fitting had separated at the uv outlet connection. The technician replaced the hose and fitting, ran test cycles and returned the unit to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.